Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code : 03.010.103. Lot number: 8454p08. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 13-nov-2023. Manufacturing site:jabil bettlach. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device 03.010.103, drill bit ø3.2 calibr l145 3flute f/quic was broken and bent the tip of the device however cannot confirm embedded device condition from photo. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 03.010.103, drill bit ø3.2 calibr l145 3flute f/quic would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that on (B)(6) 2023, when positioning the second distal locking screw the tip of the drill bit broke and its edges bent. A micro fragment remained in the patient's bone but patient's health or functionality of the device were not affected and there was no delay in surgical time. This report is for one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for complaint (B)(4).